Event description:
It was reported that shortly after implant this right atrial (ra) lead was dislodged. This was confirmed through x-ray images. This lead was successfully repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that shortly after implant this right atrial (ra) lead was dislodged. This was confirmed through x-ray images. This lead was successfully repositioned. No additional adverse patient effects were reported.